Event description:
It was reported that pump issued cartridge alarm 30 and that caller experienced cartridge alarms with consecutive cartridges, leading customer to request replacement pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, and technical support arranged replacement pump shipment.